Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the jaws of the device fell into the patient's cavity. The hospitalization of the patient was extended due the problem. There was a permanent injury, a laparotomy was performed. The excision was extended by more than 1 inch (2.54 cm).

Manufacturer narrative:
Evaluation summary: pmv confirmed that the jaw of one of the devices was broken. Engineering replicated the reported condition in two of the sealed devices. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is exposed to a side force (leverage) that consequently breaks one side of the jaws. Another possibility is when the device is activated with too much force to the jaws and is used in a twisting motion resulting in breakage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.